Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 32-year-old female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included preterm labor, anemia, uti, premature delivery, vaginal delivery, appendectomy and cholecystectomy. Concurrent conditions included polycystic ovarian syndrome and dysfunctional uterine bleeding. Family history included ovarian cancer. Concomitant products included paracetamol (tylenol a). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: right ovarian cyst."), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain") and hypersensitivity ("allergic reaction"). The patient was treated with estradiol, ibuprofen and surgery (abdominal total hysterectomy ((uterus and cervix removed), bilateral salpingooopherectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, migraine, dysmenorrhoea and hypersensitivity had resolved and the depression, anxiety, headache, weight increased, ovarian cyst, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiffs received treatment for abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: transabdominal and endovaginal ultrasound of the pelvis. Ant everted uterus with endometrial stripe thickness of 5 mm and no free fluid in the endometrial canal. 7.3 x 3.8 x 9.0 cm unilocular cyst originating from the right ovary without evidence of asymmetry or wall thickening likely a large physiologic cyst. Ovaries appear otherwise normal bilaterally with few small bilateral follicles. Duplex interrogation demonstrates no evidence of ovarian torsion. No free fluid in the pelvis. Uterus measures 8.8 x 4.0 x 4.5 cm. Right ovary measures 9.9 x 5.1 x 1.9 cm. Left ovary measures 2.9 x 1.3 x 1.3 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, ovarian cyst, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Event added from pfs- allergic reaction. Events outcome were updated. Seriousness criteria removed genital bleeding. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included preterm labor, anemia, uti, premature delivery, vaginal delivery, appendectomy and cholecystectomy. Concurrent conditions included polycystic ovarian syndrome and dysfunctional uterine bleeding. Family history included ovarian cancer. Concomitant products included paracetamol (tylenol a). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: right ovarian cyst."), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with estradiol, ibuprofen and surgery (abdominal total hysterectomy ((uterus and cervix removed), bilateral salpingooopherectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, weight increased, ovarian cyst, abdominal pain and back pain outcome was unknown and the genital haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: transabdominal and endovaginal ultrasound of the pelvis. Ant everted uterus with endometrial stripe thickness of 5 mm and no free fluid in the endometrial canal. 7.3 x 3.8 x 9.0 cm unilocular cyst originating from the right ovary without evidence of asymmetry or wall thickening likely a large physiologic cyst. Ovaries appear otherwise normal bilaterally with few small bilateral follicles. Duplex interrogation demonstrates no evidence of ovarian torsion. No free fluid in thepelvis. Uterus measures 8.8 x 4.0 x 4.5 cm. Right ovary measures 9.9 x 5.1 x 1.9 cm. Left ovary measures 2.9 x 1.3 x 1.3 cm.. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, ovarian cyst, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') and genital haemorrhage ('bleeding') in a (B)(6) female patient who had essure (batch no. B71760) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included preterm labor, anemia, uti, premature delivery, vaginal delivery, appendectomy and cholecystectomy. Concurrent conditions included polycystic ovarian syndrome and dysfunctional uterine bleeding. Family history included ovarian cancer. Concomitant products included paracetamol (tylenol a). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition:depression"), anxiety ("psychological or psychiatric problems condition:mental anguish"), migraine ("migraines"), headache ("migraines / headaches") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2018, the patient experienced ovarian cyst ("other injury(ies) or complication please describe: right ovarian cyst."), 4 years 2 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with estradiol, ibuprofen and surgery (abdominal total hysterectomy ((uterus and cervix removed), bilateral salpingooophorectomy.). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression, anxiety, headache, weight increased, ovarian cyst, abdominal pain and back pain outcome was unknown and the genital haemorrhage, migraine and dysmenorrhoea had resolved. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, migraine, ovarian cyst, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device successfully occluded. Ultrasound scan vagina - on (B)(6) 2017: transabdominal and endovaginal ultrasound of the pelvis. Ant everted uterus with endometrial stripe thickness of 5 mm and no free fluid in the endometrial canal. 7.3 x 3.8 x 9.0 cm unilocular cyst originating from the right ovary without evidence of asymmetry or wall thickening likely a large physiologic cyst. Ovaries appear otherwise normal bilaterally with few small bilateral follicles. Duplex interrogation demonstrates no evidence of ovarian torsion. No free fluid in the pelvis. Uterus measures 8.8 x 4.0 x 4.5 cm. Right ovary measures 9.9 x 5.1 x 1.9 cm. Left ovary measures 2.9 x 1.3 x 1.3 cm. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: menorrhagia, ovarian cyst, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet received. Case became incident. Lot number b71760 was added. Events vaginal bleeding, menorrhagia, depression, mental anguish, migraines, headaches, abdominal pain, back pain, dysmenorrhea, weight gain, genital bleeding and right ovarian cyst were added. Lab data updated. Event outcome updated for migraine , dysmenorrhea, genital bleeding updated to recovered resolved. Historical & concomitant conditions were added. Reporter information , product indication , patient demographic details were updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.